Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Review of provided files showed that: the device was found in standby mode on (B)(6) 2011 upon interrogation; in standby mode, the device is in vvi mode, 5 v amplitude - 0.5 ms pulse width in unipolar configuration; the device switched a temporary decrease of the battery voltage; in such conditions, it is not possible to determine the date when it switched to standby mode (because integrity of the embedded memory content is inconsistent/questionable. The device was successfully re-initialized on (B)(6) 2011. However, recurrence of such switches should be reported and source of potential interferences which could explain such switches should be investigated.

Event description:
During scheduled follow up, this pacemaker device was found in standby mode and was re-initialized with the standard programmer; normal parameters were restored. An explanation about the switch to standby mode was requested.